Event description:
It was reported that a balloon rupture and leak occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10 mm x 3.50 mm wolverine coronary cutting balloon was selected for use. Within 15 seconds of the first inflation attempt, the balloon burst before reaching the nominal pressure. Saline was observed to be leaking from the balloon when approximately 4 atm of pressure had been applied. The device was removed via the normal method and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile examination of the polymer extrusion noted the inner lumen was stretched and various locations along its length. Microscopic examination of the outer and inner lumen and mid-shaft section noted the was inner lumen stretched, bunched and prolapsed at 5.2cm from tip. A pinhole was noted at the site of the stretched/bunched lumen. Due to the inner lumen damage the inflation liquid leaked through the tip and the balloon could not be inflated. A hypotube kink was noted at 32.5cm distal to the distal end of the strain relief. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture and leak occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10 mm x 3.50 mm wolverine coronary cutting balloon was selected for use. Within 15 seconds of the first inflation attempt, the balloon burst before reaching the nominal pressure. Saline was observed to be leaking from the balloon when approximately 4 atm of pressure has been applied. The device was removed via the normal method and the procedure was completed with another of the same device. No patient complications were reported.